Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported an air bubble present in the reservoir. The reservoir leakage and infusion set connector were crooked causing the reservoir not to attach properly resulting in a leakage. Troubleshooting was performed and it was unknown whether the air bubbles were removed or not even after pushing the insulin out. Advised the customer for the return the reservoir and transfer the guard. The customer is reporting product was damaged upon receipt prior to use. No harm requiring medical intervention was reported. The customer will discontinue using the device and the reservoir will be returned for analysis.

Manufacturer narrative:
Customer concern: explain the "leak" could be an air bubble in the reservoir that is expanding during filling. Is there an air bubble present in the reservoir. Evaluated 1 open/used reservoir (no clear liquid inside) and transfer guard. Performed pre-fill test appendix c; found transfer guard occluded anomaly during analysis. Using a new lab transfer guard, retry pre-fill test appendix c. Found no air bubbles and no leaks during analysis. Also performed a visual inspection using appendix d; checked o-rings and stopper groove for defects and none was found; per (B)(4). Conclusion: transfer guard failed per pre-fill; occluded anomaly was found during test; using a new lab transfer guard, the reservoir passed no air bubbles and no leaks. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.